Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Additional information: products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2007: the patient was pre-operatively diagnosed with: l3-4 stenosis 2) l5-s1 pseudoarthrosis and underwent the following procedures: transfacet l3-4 decompression of the spinal cord and nerve roots with a total left l4 facetectomy and bilateral decompressive laminectomies as well as a right l3-4 partial medial facetectomy with lateral recess decompression, excision of a protruding disk, radical l3-4 diskectomy, decompression of the left l3 nerve root in the left l3-4 neural foramen the left and right l4 nerve roots in the lateral recesses and the thecal sac in the spinal canal. Transforaminal lumbar interbody fusion, l3-4, with autograft bone from th2 left iliac crest. Placement of peek interbody fusion cage, l3-4 (a 9-mm x 25-mm, cage was used). Posterior instrumentation of the lumbar spine, l3 to s1, with screws and rods. Bilateral l3-4 lateral gutter fusion with autograft bone, which was a combination of bone harvested from the left iliac crest, mixed with posterior element bone, which was carefully prepared, mixed with graft synthetic bone void filler, which was carefully prepared with bone marrow aspirate. Lateral gutter fusion on the left at l4-5 with autograft bone, which was a combination of bone harvested from the left iliac crest, mixed with posterior element bone, which was carefully prepared, mixed with graft synthetic bone void filler, which was carefully prepared with bone marrow aspirate. Bilateral l5-s1 lateral gutter fusion with autograft bone, which was a combination of bone harvested from the left iliac cr est, mixed with posterior element bone, which was carefully prepared, as well as rhbmp-2/acs. Preparation of posterior element bone for use in lumbar fusion. Bone marrow harvest. Left iliac osteotomy. Left iliac crest reconstruction. Fluoroscopic localization and guidance. Exploration of l4-5 and l5-s1 fusions. Removal of posterior instrumentation, l4-5 and l5-s1. Intraoperative neurophysiologic monitoring. Pre-operatively, he was evaluated with a lumbar myelogram, which revealed stenosis at l3-4 level secondary to ventral and dorsal defects. Flexion and extension x-rays revealed a diffuse central l3-4 disc protrusion with an eccentric component in the left l3-4 neural foramen, causing left l3-4 foraminal stenosis. There was facet and ligamentous hypertrophy causing central and bilateral lateral recess stenosis. Lucencies were seen in the l5-s1 disc and around the s1 screws, suggesting pseudoarthrosis. As per op-notes, ¿a lateral gutter fusion was then performed bilaterally at l3-4 and on the left at l4-5 iliac crest mixed with posterior element of bone, which had been carefully prepared, mixed with graft synthetic bone void filler, which had been carefully prepared with bone marrow aspirate. At the l5-s1 level bilaterally was performed a lateral gutter fusion using autograft bone from the left iliac crest along with an rhbmp-2/acs sponge to augment the fusion in this area of pseudoarthrosis.¿ the patient tolerated the procedure well without any intraoperative complications. On (B)(6) 2010: the patient was pre-operatively diagnosed with left lumbar radiculopathy. L2-3 stenosis secondary to l2-3 disc protrusion, l2 and l3 retrolisthesis, as well as l2-3 facet ligamentous hypertrophy. Status post l3-4, l4-5, and l5-s1 fusion in the past. Junctional syndrome, l2-3. He underwent the following procedures: bilateral l2-3 decompressive laminectomy, total left l2-3 facetectomy, partial right l2-3 facetectomy, decompression of the spinal cord and nerve roots, decompression of the left and right l2 and left and right l3 nerve roots and thecal sac, excision of protruding disk, and radical l2-3 diskectomy. Transforaminal lumbar interbody fusion, l2-3, with autograft bone, using posterior element of bone, which is carefully prepared, layered with an rhbmp-2 sponge. Placement of pioneer peek interbody fusion cage, l2-3 (a 9 mm x 27 mm crescent-shaped peek cage was used). Lateral gutter fusion, l2-3 bilaterally, with a combination of autograft posterior element of bone, cancellous allograft chips, and rhbmp-2/acs. Posterior instrumentation of the lumbar spine, l2-3, with pioneer quantum pedicle screws and rods. Preparation of posterior element of bone for use in lumbar fusion. Bone marrow harvest, left iliac crest. Fluoroscopic localization and guidance. Intraoperative neurophysiologic monitoring. As per op-notes, ¿trials were then used to determine the correct cage size, a 9 mm x 27 mm crescent-shaped peek cage was chosen, the center of the cage filled with a combination of autograft bone from the posterior elements, which had been carefully prepared and layered with small pieces of an rhbmp-2/acs sponge. The cage was then placed into the l2-3 disk space and carefully rotated into the transverse position along the anterior aspect of the disk space. Excellent positioning was confirmed with fluoroscopic localization and guidance. More cancellous bone from the posterior elements, which had been carefully prepared, was then packed dorsal to the cage, thus filling the entire l2-3 disk space with bone. The right sided lateral recess at l2-3 was decompressed with decompression of the right l2 and right l3 nerve roots. Excellent decompression of all neural elements was achieved.¿ the patient tolerated the procedure well without any intraoperative complications.